Event description:
It was reported that the user, operating in bg run mode after applying a new freestyle libre 3 plus sensor, received a scan error when attempting to connect; the second scan succeeded and the sensor then progressed through warm-up without further issues. No adverse clinical symptoms reported. Outcomes included no impact on health and no hospitalization. User support included troubleshooting and education regarding sensor scanning and connectivity. Investigation of this case revealed a transient communication or scanning issue with the continuous glucose monitoring interface that resolved on retry, consistent with known sensor warm-up or connection initiation behavior. It was concluded, based on previously established findings for similar reports, that the cause was user¿device interaction during sensor start-up without device malfunction.